Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose over 400mg/dl. Troubleshooting was performed. The mother stated that the customer had increased insulin a couple months ago, because his blood glucose had been running high. It was mentioned that the customer had strep throat and brought down his glucose level to 284mg/dl. No further information was provided.